Event description:
It was reported that this patient presented to the emergency department with reports of chest pain after three days of just getting a pacemaker system. Upon interrogation, the right ventricular (rv) lead exhibited high thresholds which resulted in loss of capture. A CT scan was performed, and it was suspected that the rv had perforated. Additionally, the right atrial (ra) lead also exhibited high thresholds with intermittent loss of capture. Subsequently, both leads were removed and replaced successfully. No additional adverse patient effects were reported.